Event description:
Sick from silicone breast implants from cancer in 2004. I was in a study in 2005 from maker. Mentor never followed up with study. I ended up losing my job, tired, suicidal 2x, had to go on ssi for at least 10 years. My implants are hurting. No dr wanted to take them out without cash. I recently found a dr through (B)(6), who took the implants out on (B)(6) 2019. Do you have a picture of the product: yes. FDA safety report ID # (B)(4).